Manufacturer narrative:
The reported event of backup mode was not confirmed. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the dependent patient presented for remote follow up via merlin.net with the pulse generator in backup operation. The patient felt discomfort due to asynchronous pacing. The device was successfully reprogrammed. However, the physician elected to replace the device due to the advisory status. The device was explanted. The patient was in stable condition.